Event description:
A stryker field service personnel was onsite to address a product field action related to the restraint of hydraulic cables and discovered that the table in (B) (6) had a damaged hydraulic line, but was not leaking. After further evaluation, the energy chain was found to be damaged, due to abrasion. No patients were involved in the malfunction.

Manufacturer narrative:
There was no patient involved. There is no expiration date for this product. This is not an implantable device. Initial reporter is a company representative (field service rep), and the device was found at the facility listed. Method: visual examination, functional testing. Results: visual examination confirms the reported event. Functional testing confirms the reported event. Conclusion - design related. CAPA (B) (4) was opened to identify and address full root cause and corrective/preventive actions. No event occurred. This is not a single use device.